Event description:
Additional information: it was reported that at one point about 6.5 inches of the catheter ¿came out¿ and was hanging outside of the patient¿s body.

Event description:
It was reported the patient had fluid with the implant. It never went away, and was drained by their physician. The intrathecal catheter was "disconnected 3-4 times." The catheter was revised. It was also reported catheter was "unplugged from 2009 to 2012." The pump was replaced. The drug being used in the pump was morphine dilaudid (hydromorphone). Additional information received reported a cerebrospinal fluid (csf) fistula with no pump issue. A pre catheter replacement magnetic resonance imaging (MRI) was done on (B)(6) 2012. The results were low cord at l2 and lumbar spondylosis. Dose adjustment made by titration of spinal dilaudid. Signs and symptoms reported csf fistula, csf pocket seroma, and back incision headache. The patient's outcome was non-serious injury/illness. It was also reported the csf fistula pocket was resolving and decreasing, the headache resolved, back pain controlled reasonable with "conservative expectation for time to resolve," otherwise advised possible catheter explant 3-6 months.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).